Event description:
Patient contacted dexcom technical support via email on (B)(6) 2013 to report that upon removal of the sensor, the patient¿s skin peeled away skin along with the adhesive. The patient reported that he was scheduled to see his dermatologist on (B)(6) 2013. Dexcom technical support followed up multiple times by phone and email, (i.e. (B)(6) 2013) to gather information about medical intervention, if the medical intervention was due to the sensor adhesive, and to gather information about the patient¿s current condition; however, dexcom technical support was unable to reach the patient to gather the information.